Manufacturer narrative:
Concomitant medical product: 5568-53 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was experiencing oversensing. The rv lead remains in use. No patient complications have been reported as a result of this event.